Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for this reported events. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction procedure, the phacoemulsification tip had reduced ultrasonic power and tip was blocked. The tip was removed from the eye and inserted into water and cleared. This process was repeated a few times as the blocking continued. There was sudden surge of ultrasonic power and the remaining nuclear fragment was rapidly aspirated into the tip, the posterior capsule came up and was perforated by the phacoemulsification tip. Vitreous prolapsed into the anterior chamber. An anterior vitrectomy was performed and an anterior chamber lens was implanted as the capsule bag was damage was significant and would not support a posterior capsule or sulcus intraocular lens. A peripheral iridotomy was performed. Miochol was administered and wound suture was required. The patient was prescribed with post operative steroids. The patient was seen next day and refracted at 6/60, hand motion only with severe corneal edema.

Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.6., and h.10. The phacoemulsification handpiece was received and a visual assessment of the returned sample revealed no non-conformities. The returned phacoemulsification handpiece sample was connected to a calibrated system. The phacoemulsification handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. No functional problem was found with the returned phacoemulsification handpiece during testing. The phacoemulsification handpiece manufacturing device history record (DHR) was reviewed. Based on quality assurance assessment, the product met specifications at the time of release. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The phacoemulsification handpiece was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).